Event description:
It was reported that approximately two months post implant, the right atrial (ra) lead exhibited high thresholds, intermittent capture, and undersensing with small or no p-waves noted. Fluoroscopy confirmed that the lead had fallen out of the atrium and dislodged. It was further reported that the right ventricular (rv) lead exhibited high thresholds. Both leads were initially reprogrammed and then revised. The ra lead was moved to the ra appendage and the rv lead was moved to the septum. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.